Manufacturer narrative:
Investigation results completed on a smiths medical ventilators/pneupac ventilators parapac. Device arrived in good condition. Device would not power on, even after battery replaced. Upon removing faceplace packing wedges were found shifted from original positions ,which was indicating to the engineer the possibility of device being dropped. Further investigation revealed interface ribbon cable was disconnected from alarm board. Once connected the device complaint could not be replicated of low pressure alarm. The findings upon initial evaluation revealed a secondary problem of disconnection.

Event description:
Information received a smiths medical ventilators/pneupac ventilators parapac was alarming low pressure disconnect. Device was recently repaired. No patient adverse events reported.